Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of delivery system was out of service because it was bent. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened handpiece was received for the report of bent. The returned sample was visually inspected and found to be conforming. The sample was then dimensionally inspection for plunger height and was found to be conforming. Finally, a thread engagement and plunger movement test was performed and found conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The injector was manufactured in october 2010. The returned sample was found to be conforming per specification for all visual and dimensional inspections, as well as all functional tests, associated with the reported event. Therefore a bent condition as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).